Event description:
It was reported that during a general device replacement procedure, this pacemaker's set screw would not properly release the patient's right ventricular (rv) lead. The physician was reported to have used six screwdrivers to try and loosen the sets crew but none were successful in doing so. The rv lead was explanted and replaced alongside the pacemaker. No adverse patient effects were reported. The pacemaker was disposed of at the hospital.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a general device replacement procedure, this pacemaker's set screw would not properly release the patient's right ventricular (rv) lead. The physician was reported to have used six screwdrivers to try and loosen the sets crew but none were successful in doing so. The rv lead was explanted and replaced alongside the pacemaker. No adverse patient effects were reported. The pacemaker was disposed of at the hospital.